Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.batch # unk.the lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.(B)(4)

Event description:
It was reported that during a thyroidectomy procedure, the clips were not forming. Another like device was used to complete the procedure. There were no adverse consequences for the patient.